Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques and overfilled the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.